Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted the patient received inappropriate therapy (atp and 4 shocks). Further investigation noted the implantable cardioverter-defibrillator misdiagnosed the atrial tachycardia (at) with rapid ventricular response (rvr) due to aberrant morphology and met the other criteria for ventricular tachycardia. The patient was treated with drugs to manage the at. No programming changes were made. The patient was stable.